Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. When the green button was pressed and the surgeon squeeze the handle of the device, the knife did not advance. The stapler did not fire. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.